Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged and the anterior of the post feature has fractured off. All pieces were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an instrument was returned fractured. All pieces have not returned. The instrument was discovered when checking trays to send out for surgery. No surgery occurred. There was no patient involvement. Attempts have been made and no further information has been provided.